Manufacturer narrative:
Per the tandem user guide, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ per the tandem user guide, ¿make sure you have not taken any medications containing acetaminophen (such as (B)(6)) to ensure you are getting accurate blood glucose values for calibration. Taking medications with acetaminophen (such as (B)(6)) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 358 mg/dl, and the meter bg reading was 267 mg/dl. No additional patient or event information was available. Reportedly, the customer entered calibrations from two different bg meters into pump, and additionally, the customer had taken medication containing acetaminophen. Tandem technical support educated customer that taking medications containing acetaminophen while wearing the sensor can give false glucose readings. A root cause could not be determined. A replacement sensor was sent to the customer.